Event description:
The user facility reported an inability to insert the angio-seal device. The device was attempted to be inserted into the insertion sheath but could not be inserted. Consequently, the device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved with manual compression only, with an estimated blood loss of less than 250cc. The procedure preceding the attempted deployment of the device was a thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery, and the vessel diameter was 6 mm. The event occurred intra-operative. The event did require medical intervention to prevent serious injury.

Manufacturer narrative:
A1: patient information: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the carrier tube during insertion into the sheath due to off axis loading preventing proper mating of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).